Manufacturer narrative:
On previously submitted report, section "adverse event/product problem" in box b was incorrect. In this report, section "adverse event/product problem" in box b has been updated/corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges they felt lightheaded and smelt strange odor. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Updated: on the initial report the patient outcome code needed to be corrected.

Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges they felt lightheaded and smelt strange odor. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previously submitted report the following corrections have been made: box b the event date was corrected, box h and box g the dates received by the manufacturer were updated, box e the details of the initial reporter were updated. Box g the report source was corrected

Manufacturer narrative:
In the previously submitted report the following corrections have been made: describe event or problem was filed incorrectly in the previous report. In this report it has been corrected. The device has not been returned to the manufacturer. The manufacturer is submitting a final report at this time. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed. Box h has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they felt lightheaded and smelt strange odor. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not been returned to the manufacturer. The manufacturer is submitting a final report at this time. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.